Manufacturer narrative:
If implanted: not applicable as the intraocular lens was inserted and removed during the same procedure. If explanted: not applicable as the intraocular lens was inserted and removed during the same procedure. Telephone number: (B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens had to be removed and replaced during the same procedure as the optic was found with a deep scratch. The surgeon did enlarge the incision. There was suture and medical intervention required . This events led to a significant delay. The lens is not available to return. No other information was provided.